Event description:
Initial result for a pt t-uptake was <0.2 tbi units. When repeated on another system, the result was within the normal range. The incorrect result was not used to guide pt therapy. The result of <0.2 tbi was reproducible on the original system, but the reason for the discrepancy could not be determined.